Event description:
It was reported the clinicians are finding when kits are opened the 5 ml ampules hcl 1% lidocaine solution and/or the 10 ml ampule 0.9% saline solution are broken open empty in kits. It appears the ampules are slipping out of their slot in the tray during shipping. The clinicians allege this has occurred several times, but do not have an exact number. The kits were used successfully using hospital meds for the procedures. They do not know if this caused a delay in treatment. There has been no pt harm, no death, and no pt complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.